Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Upon functional testing, the fse identified an issue with the uninterruptible power supply (ups). During system operation, the ups failed and switched to battery mode, leading to a complete shutdown of the system, which could not be restarted. To resolve the reported issue the fse bypass the single-phase ups and re-installed the jumper in the power distribution unit (pdu). After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.